Event description:
It was initially reported the patient died during transport; however, follow-up determined the pt was in her hospital room, not being transported, at the time of death. It was thought likely the battery of the epg (external pulse generator) had 'died' - "quit pacing during use." There is no allegation from a physician that the death was device related. Follow up with the hospital risk manager reported the patient had been admitted to the hospital in 2009, with dizziness and syncope and had many comorbidities, including severe atrial stenosis, hypertension, peripheral vascular disease, osteomyelitis, and type 2 diabetes. She also reported that the patient had some right-sided weakness. The nurse went into the patient's room and the "screen (monitor of the epg) was blank." The patient was revived, but suffered anoxic brain injury and subsequently died. No autopsy was performed.

Event description:
It was initially reported the patient died during transport, however, follow-up determined the pt was in her hospital room, not being transported, at the time of death. It was thought likely the battery of the epg (external pulse generator) had 'died' - "quit pacing during use." The cause of death has been requested and not received. There is no allegation from a physician that the death was device related. Follow up with the hospital risk manager reported the patient was admitted to the hospital in 2009 with dizziness and syncope and had many comorbidities including severe atrial stenosis, hypertension, peripheral vascular disease, osteomyelitis, and type 2 diabetes. She also reported that the patient had some right-sided weakness. The nurse went into the patient's room and the "screen (monitor of the epg) was blank." The patient was revived, but suffered anoxic brain injury, and subsequently died. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received from the risk manager reported that in 2009, the pacer was on demand mode with a rate of 80 and secured to epicardial leads with av pacing. "The tele strips in the early morning the next day, look like it was having trouble sensing. At 0647, they started externally pacing and then at 1000, the pacer was set at a ma of 20 and demand rate of 90 av, but this was post code." It was also reported the cause of death was cardiac, anoxic brain injury secondary to cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received from the risk manager reported that in 2009, the pacer was on demand mode, with a rate of 80, and secured to epicardial leads with av pacing. "The tele-strips in the early morning the next day look like it was having trouble sensing. At 0647, they started externally pacing, and then at 1000, the pacer was set at a ma of 20 and demand rate of 90 av, but this was post-code." It was also reported the cause of death was cardiac, anoxic brain injury, secondary to cardiac arrest. Evaluation summary: analysis found the main printed circuit board out of specification. When the battery was removed, the device only stayed powered on for 13 seconds. However, this is not related to the reported event and the device's ability to pace in the reported conditions. Visual analysis found the lower case and side bail covers broken. The battery contacts were discolored, and one was compressed. The ring cover and ring bail were missing. When the battery returned with the device was measured, it was 6.63v no load and 4.46v with a 135 ohm load. A new battery should have a voltage of 9v. The damage and battery depletion indicate evidence of mishandling or misuse.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received from the risk manager reported that on (B)(6) 2009, the pacer was on demand mode, with a rate of 80, and secured to epicardial leads with av pacing. "The tele-strips in the early morning on (B)(6) look like it was having trouble sensing. At 0647, they started externally pacing, and then at 1000, the pacer was set at a ma of 20 and demand rate of 90 av, but this was post-code." It was also reported the cause of death was cardiac, anoxic brain injury, secondary to cardiac arrest. Attorney later alleged the external pacemaker failed to properly operate and as a result patient died. Evaluation summary: (B)(4) - analysis found the main printed circuit board out of specification. When the battery was removed, the device only stayed powered on for 13 seconds. However, this is not related to the reported event and the device's ability to pace in the reported conditions. Visual analysis found the lower case and side bail covers broken. The battery contacts were discolored, and one was compressed. The ring cover and ring bail were missing. When the battery returned with the device was measured, it was 6.63v no load and 4.46v with a 135 ohm load. A new battery should have a voltage of 9v. The damage and battery depletion indicate evidence of mishandling or misuse.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but has not been received.

Event description:
It was initially reported the patient died during transport, however, follow-up determined the patient was in her hospital room, not being transported, at the time of death. It was thought likely that the battery of the epg (external pulse generator) had 'died' - "quit pacing during use." There is no allegation from a physician that the death was device related. Follow up with the hospital risk manager reported the patient had been admitted to the hospital in 2009, with dizziness and syncope, and had many comorbidities, including severe atrial stenosis, hypertension, peripheral vascular disease, osteomyelitis, and type 2 diabetes. She also reported that the patient had some right-sided weakness. The nurse went into the patient's room, and the "screen (monitor of the epg) was blank." The patient was revived, but suffered anoxic brain injury and subsequently died. No autopsy was performed.